Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a myomectomy the needle broke. The broken needle was located but not retrievable in the patient after a 40 minute delay which included bringing in radiology. The patient was informed of this incident.